Manufacturer narrative:
Philips investigated this complaint. According to the information collected the coronary procedure was completed as planned by restarting the system. The philips remote service engineer (rse) reviewed the system remotely and verified the reported issue. A philips field service engineer (fse) then visited the site and analyzed the error log files, identifying collision errors involving the z1 and z2 nodes. Further technical investigation revealed that a motor assembly error had occurred on the frtprop axis. To resolve the issue, the fse cleaned the rails and restarted the system. Following these actions, the system was restored to normal operation and returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that geometry movements were not available. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.